Manufacturer narrative:
Concomitant medical products: dtbb1d1, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one undersensed ventricular beat prior to a detected ventricular tachycardia (vt) episode. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.